Event description:
On (B)(6) 2013, it was reported to animas that the display screen was dim and fading. The reporter stated the display screen was difficult to read in daylight. There was no lens film on the screen, no trauma, and no moisture reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.